Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of hospitalization was 220mg/dl. The customer states the hospitalization was due to diabetic ketoacidosis, and their medication, not the device. The customer has concerns over the differences in their sensor readings and blood glucose readings. The customer's current blood glucose level was 227mg/dl and their current sensor reading is 333mg/dl. The customer is being sent out a replacement sensor.